Event description:
It was reported that the customer experienced an occlusion alarm. There was no reported adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the soft cannula infusion set and cartridge and resumed insulin use.